Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery pins as preventative maintenance and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it powered itself off. There was no adverse effect to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it powered itself off. There was no adverse effect to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.